Event description:
It was reported by the customer that a pyxis medstation es system drawer 4.2 failed to open and require maintenance. The customer reported that users were unable to remove medications from drawer. Although the user successfully retrieved the medications from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed due to storage space. Field service engineer identified two pocket failures in drawer 4.2. The specialist contacted the house supervisor to recover the space. The system functioned as intended after the field service engineer serviced the device.